Event description:
In my communication I tried to explain events taking place and the reasons I believe or some of them why my insulin is being contaminated and other medical products and other crimes being committed.